Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box data revealed multiple, consecutive slave communication error alarms (cs054/cs052). On investigation, the pump powered on normally. Ez-prime steps were successfully performed without any errors, alarms or warnings occurring during the investigation. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components.